Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was revised to address the issue. No product was explanted during the procedure.

Event description:
It was reported that the patient needs ipg pocket revision. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine further details.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.